Event description:
Prior to use in a patient, a penumbra ruby coil would not advance out of the sheath.

Manufacturer narrative:
Results: the coil is still attached to the pusher assembly. The coil is not inside of the sheath and is tangled and kinked. The pet-lock on the proximal end of the pusher is still intact. The coil sheath was not returned. Conclusion: the complaint has been evaluated. The complaint indicates that the coil would not come out of the sheath. During the evaluation of the coil it appears that the coil was removed from the sheath, and the sheath was not returned with the product. If the coil would not come out of the sheath then the sheath should still be intact with the product. Without the return of the sheath it is difficult to determine why the coil could not advance. However, if the coil was damaged and kinked when attempting to advance it through the sheath, this may have been the cause of the difficulty experienced by the physician. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.